Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a shock. Upon interrogation, the left ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had dislodged. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in good condition post surgery.